Event description:
It was reported that during a femoral nerve block some resistance was encountered during infusion. During attempted removal of the catheter, it separated at the 2-3cm area. The portion retained inside the patient has not been remove. This incident occurred during training of the resident and the problem is likely due to human error.